Manufacturer narrative:
No service on the ventilator was requested. The user facility reportedly replaced the o2 cell and the ventilator passed all functional and safety tests and was cleared for clinical use. The replaced o2 cell was not returned for investigation. Provided ventilator logs confirms the reported alarms for high o2 concentration as well as alarms for low o2 concentration. The o2 cell is a measuring device for the inspired o2 concentration and a failure does not affect delivered values, which will be as set. Since no parts were returned for investigation, the root cause of the reported alarms has not been determined.

Event description:
It was reported that the ventilator generated alarms for high o2 concentration. There was no patient involvement. Manufacturer's ref #: (B)(4).